Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to loss of capture and sensing issues. Several unsuccessful placement attempts were performed. The lead will not be returned due to infection. No additional adverse patient effects were reported.